Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during sterile processing at the user facility the led filter was identified to have fallen off. No impact to the patient or procedural delays were reported with this event.

Event description:
It was reported that during sterile processing at the user facility the led filter was identified to have fallen off. No impact to the patient or procedural delays were reported with this event.